Manufacturer narrative:
Based on the information provided, the case was assessed as reportable to the FDA as the event, nodule, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body structure or permanent impairment of a body function. The device history record for radiesse(+) dermal filler lot 100120377 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a us physician and concerns a female patient. The patient was injected with radiesse three weeks prior to this report for bilateral cheek augmentation, clarified as not near the tear trough. After injection with radiesse, the patient developed a large bruise and a hard enlargement under the eye in the tear trough area. The physician assumed this was fluid collection from a resolving hematoma. Outcome reported as only slightly diminished. Follow up information was received from the physician on 24-sep-2019: the patient's initials, date of birth and age were reported. Weight reported as unknown. Medical history positive for depression, high cholesterol, hypertension, breast cancer, and pulmonary sarcoidosis. Further medical history positive for treatment with botox, xeomin, silhouette, instalift, radiesse, restyalne, voluma, juvaderm ultra plus, belotero, and vollure without problems. On (B)(6) 2019, the (B)(6)-year-old patient was injected with 1.5cc of radiesse(+) to each of the cheeks along the zygoma (about 0.3cc was injected at the site where the reported events developed). Lot 100120377 (expiry 05/21/2021). On (B)(6) 2019, a hematoma/bump developed under the right eye with enlargement in that area. Swelling persisted for two weeks. Corrective treatment reported as a bbl treatment to help the bruising completely resolve, massage, and close follow-up. The area was firm. Around (B)(6) 2019, about three weeks post injection, the area was still firm but had decreased in size from about 2.5cm to 1.5cm. According to the physician, the bump represents radiesse(+) that migrated under or just above the lateral orbicularis oculi muscle. In the opinion of the reporter, the events are not permanent, treatment was not necessary to prevent a permanent damage, and the events were related to radiesse(+). Outcome reported as unresolved. The physician is continuing to follow the patient and believes the events will resolve in time. Follow up information was received from the physician on 05-oct-2019: the patient initially presented with a hematoma and then nodule under right eye following injection of radiesse to the cheek area. Post injection, the radiesse migrated to under the right eye, possibly due to the significant bruise developed there. Nine weeks post injection, the hematoma has resolved and there remains an obvious nodule of radiesse under the skin of the right eye. Corrective treatment with massage has not improved the nodule. Follow up information was received from the physician on 20-nov-2019: the reporter consulted with another physician and shared photos of the patient. The physician who was consulted was concerned the patient could have a voluma nodule versus radiesse. The reporter wanted to inject vitrase (hyaluronidase) as corrective treatment but the patient preferred to consult with a plastic surgeon. She is considering a lower blepharoplasty. The reporter last saw the patient on (B)(6) 2019. Follow up information was received from the physician on 10-dec-2019: the case was upgraded to serious. The physician reported the patient's consideration of a blepharoplasty is a combination of the presence of the nodule and also is a procedure she has been considering for a while. The patient has declined vitrase (hyaluronidase) injections as the nodule is close to the eye. As of 10-dec-2019, the patient has not had surgery.